Manufacturer narrative:
Due to character limit in e1 full initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during pm that a cardiosave intra-aortic balloon pump (iabp) had drive manifold leak test failure. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the drive manifold assembly (d104-00-0031) was defective and was replaced. The unit passed all functional and safety tests then returned unit back to customer. The following was performed by sapan rana, technician of the maquet failure analysis and testing (fat) department, wayne, nj: sr 06 nov 2025. The failure analysis and testing department received the following part associated with this complaint: pn: 0104-00-0031 rev j, sn: (B)(6) drive manifold assy. This part was received with a reported unit failure message of ¿drive manifold leak test failed¿. The failure analysis and testing department performed a visual inspection, and the part was found to be in good physical condition with no signs of mechanical damage and contamination observed. The drive manifold assy, was installed into the cardiosave test fixture sn: (B)(6) and tested per the cardiosave service manual pn: 0070-00-0639 revision r. Performed functional and all manifold tests. Passed functional and all manifold tests within the factory specifications. The fat dept. Could not replicate failure message of ¿drive manifold leak test failed¿. Drive manifold assy. Passed testing. Retaining drive manifold assy. In the fat dept. Per procedure (B)(4) rev au. Refer to CAPA 1406400 , for more information regarding additional investigation details.